Manufacturer narrative:
A philips field specialist went to the customer¿s site and gathered the device logs, checked the system and confirmed it works properly. The logs have been forwarded for analysis. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6). Reporter phone number: (B)(4).

Event description:
It was reported the patient went into cardiac arrest and passed away; however, the device did not generate an alarm. The patient was being monitored with telemetry mx40 when the patient developed asystole, for which no alarm was generated. The nursing staff was alerted to the change in condition by the patient's roommate. Resuscitation was attempted but was unsuccessful and the patient subsequently passed away. Good faith efforts are ongoing.

Manufacturer narrative:
A review of the device logs revealed the device was working as designed. The mx40 worked correctly and sent all information to the central. Yellow and red alarms were generated at the central and audible tones were generated as well. In addition, it was noted the alarms were also silenced at the central station. It is reiterated the nursing staff did indicate alarms were coming through to their phones but they could not confirm which alarms. Based on this information, it remains unknown whether device behavior, use error, alarm management, or clinical workflow may have been factors in the event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Per the nurse, the alarms came through to the mobile devices via careevent overnight; however, they could not confirm which alarms. A philips product support engineer (pse) evaluated the device logs and confirmed that the device was working as designed. The mx40 worked correctly and send all the information to the central. Yellow and red alarms were generated at the central and audible tones were generated as well. In addition, it is tracked that these alarms have been silenced from the central. This information supports that the monitoring system and the central station worked according to specification. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.